Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing during a prostate procedure. The procedure was completed with a second fiber. Patient outcome: no injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits very mild detritus adhesion; the bevel section appears in good condition. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.